Manufacturer narrative:
Patient age/date of birth: unknown as information was not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). Device evaluation: product testing could not be performed because the product was not returned as it was discarded. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular lens (iol) was partially inserted in the patient¿s ocular sinister (left eye) and removed during the same procedure due to haptic detached during loading. A non-johnson & johnson surgical vision lens was implanted and there was no damage was done to the eye. Incision was enlarged and approximately five (05) sutures were used. The lens was discarded and is not being returned. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.